Event description:
Information received indicated the brake casters would not hold when the brakes were set.

Manufacturer narrative:
The hill-rom technician found that the casters were out of adjustment. He adjusted the casters and the bed functioned to specifications.